Manufacturer narrative:
H.6. Investigation summary: bd received 1 photograph from the customer in support of this complaint showing 1 cap on the tube which is incompletely molded with a gap in the plastic. 100 retained samples were visually inspected, and no shorts were found. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the photo provided. Bd was not able to identify the exact root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes customer noted that over cap was damaged partially before use. There was no report of impact to patient or user.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes customer noted that over cap was damaged partially before use. There was no report of impact to patient or user.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) hospital. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.